Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed low flow estimations. A preliminary review of the controller log files confirmed low flow alarms. The patient was admitted to hospital where an echocardiogram revealed a possible clot in the patient¿s left ventricle. The patient was treated with catheter-directed thrombolysis. The patient was discharged on (B)(6) 2018. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported "low flow" event was confirmed through log file analysis which revealed a decrease in power consumption and estimated flows starting (B)(6) 2018, as well as none low flow alarms and ten suction alarms recorded since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event and suction alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.